Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection. The technical service representative advised the caregiver to start therapy over with all new supplies. The technical service representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the known cause of this alarm is loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.